Manufacturer narrative:
Per the customer, the accutni sample was collected in a 13x100m greiner serum tube and centrifuged for ten (10) minutes at 3000g at twenty (20) celsius. The customer also noted that the sample was a full draw and appeared normal in appearance. The customer also indicated that accutni qc has been within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, which passed within instrument specifications. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one patient that was generated by the unicel dxc 600i synchron access clinical system. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range. The patient was transferred to another facility where additional testing was performed.